Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 30oct2019 a patient (pt) in argentina called to report a diagnosis of corneal ulcers ou in 2017 while wearing the acuvue® oasys® brand contact lenses. The pt reported discomfort and redness ou and went to an urgent care for evaluation. The treating physician advised the pt of diagnosis of inflammation and corneal ulcers ou. The pt was prescribed tobrex eye drops every 4 hours for 1 week with contact lens rest. The pt returned for a follow-up visit a week later and was cleared by the physician to return to contact lens wear. The pt has a 2-month replacement schedule with daily lens wear. The pt was unable to recall which contact lens solution was used to disinfect the lenses at the time of the event. No additional medical information was provided. Multiple attempts were placed to the pts treating physician for additional medical information but were unable to reach the treating physician office. On 11nov2019 a call was placed to the pt to request a contact phone number and location for the treating physician. The pt also tried to reach the treatment facility but was unable to reach anyone. No additional information was provided. No additional medical information is available. The lot number of the suspect product is unknown. This os corneal ulcer event is being reported as a worst-case event as the pt diagnosis and treatment were unable to be verified. The os suspect contact lens was discarded by the pt. No evaluation can be conducted. This report is for the pts os event. The report for the pts od event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.